Manufacturer narrative:
Section a4, a5, and a6: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was not implanted. Section d6b: if explanted, give date: not applicable, as lens was not implanted. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported an issue involving the ar40e intraocular lens, serial number (B)(6), which was used in a left eye procedure. During insertion, the physician experienced difficulty, resulting in an unplanned vitrectomy before completing the procedure with a backup lens of the same model and serial number. The original lens was not fully inserted; incision enlargement was not required, but sutures were applied as a precautionary measure, which was not part of the initial plan. The patient¿s prognosis following the procedure is unknown. No further information provided.